Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, dust or dirt problem may be a possible cause of the malfunction. The most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The uretero-reno videoscope was returned to the service center with a report of clogged working channel. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, biopsy channel with foreign material was found. There was no patient involvement.